Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d5: correction: operator of device: patient / consumer, h3: correction: device evaluated by manufacturer: device not returned to manufacturer.

Event description:
The reported issue occurred while in use with the patient.

Event description:
Additional information received on 12-dec-2022 via email and attached to the complaint object: pump logs are available for (B)(4) complaints. Pump will not be returning as it appears to be a tubing issue only. (B)(4) sets of lot 4290730 are available for return.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection results: no damages or other defects were detected on the sample. Is observed that the blue clip is not present. Functional test results: no discrepancies were detected on the sample, sample was fully priming and connected without difficult, the pump was set running and no alarms were activated, no occlusions detected, the test successfully passed, the failure mode reported was not confirmed. No fault was found with the device. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's husband went to switch the bag of medication and realized that 108 milliliters of medication was left in the bag uninfused. The patient had been without medication for 48 hours. The pump did not alarm. The user switched to a new pump. No patient injury was reported.